Event description:
The product was applied during an unspecified laparoscopic procedure. Reportedly, the suture broke. The surgeon applied another suture to complete the procedure. The hosp has reported no pt injury.

Manufacturer narrative:
Device evaluation indicated and codes entered in h3 and h6. Product not received for evaluation.